Event description:
A medtronic representative reported that the system intermittently powered down twice during an ear, nose & throat (ent) surgery. The rep moved the system, switched outlets, and restarted the system. The surgeon completed the procedure with the navigation system. The issue caused no delay to surgery and no clinical impact to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The medtronic representative reported that the site was using an extension cord to power the navigation system. Once they switched the wall outlets, the system functioned as expected. The root cause was found to be faulty electrical outlets at the site. The replacement computer was returned unused.

Manufacturer narrative:
Patient weight was unavailable from the site. A replacement part was sent to the site on (B)(4) 2014. No parts have been received by the manufacturer for evaluation. The system was reported to frequently be moved around the hospital which may have loosened the power cable. Device not returned to the manufacturer.